Event description:
During an in clinic follow up, noise resulting in oversensing causing pacing inhibition was observed on the right ventricular (rv) lead. Insulation damage was suspected but not confirmed. X- ray imaging was performed and no anomalies were see. No intervention has been performed. The patient was stable and will continue to be monitored.